Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c156ee, serial/lot #: (B)(4), ubd: 19-nov-2020, UDI#: (B)(4) ; product ID: etlw1610c124ee, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient as part of the enchant study for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the patient has stenosis of the urethra and during placement of a foley catheter the patient was noted to have hematuria. It was reported that there was insignificant blood loss noted at the access sites. It was reported that the patient received a blood transfusion and recovered a few hours after the procedure. The investigator assessed the event to not be related to the device or procedure. The sponsor assessed the event to be related to the device and to be casually related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; the patient received 5 red cell blood transfusions in total, on the (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 also. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was reported that the patient developed anaemia the day after the index procedure post significant hematuria. Because the hematuria persisted for more than 15 hours, the patient developed an anemia that needed transfusion of 2 additional rbcs .the patient's hematocrit was stabilized 6 days later. The patient required prolonged hospitalization and was discharged from hospital 8 days after the index procedure. The site assessed the event as not related to the endurant ii/iis stent graft, procedure or renal stent. The sponsor assessed the event as not related to the endurant ii/iis device or renal stent, but assessed the event as having a causal relationship with the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.